Manufacturer narrative:
One cadd extension set sample from p/n 21-7106-24 l/n 3765287 was received. The returned sample was received in used condition inside a plastic bag without its original sealed packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Delamination was found in one (1) join of the filter with the tube. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process for p/n 21-7106-24 l/n 3891180 was conducted by quality engineer on 15-oct-2019 and the instruction for use (IFU) was reviewed in order to verify for any condition that could create leaks during the use of the product. The reported "leaking" issue was confirmed.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the filter at the third day of a planned four-day infusion. Of the tubing. The cadd legacy solis vip pump was administering a cytotoxic substance when the leak was noticed. There was no reported injury to the patient, but it was reported that that malfunction put the safety of the patient at risk.